Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of six medwatch reports being submitted as six separate pt events were reported by the surgeon. See 2210968-2007-00324, 2210968-2007-00325, 2210968-2007-00326, 2210968-2007-00327, 2210968-2007-00328 and 2210968-2007-00329 for the other medwatch reports.